Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late", "granuloma" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured implant", "pain", "has a pocket with fluid and swelling", "possible rupture."

Event description:
Patient reported right side "textured implant", "pain", "has a pocket with fluid and swelling". Later reported "possible rupture on ultrasound", "significant pseudositis". Additionally reported "lump", is not device related. Device has ben explanted.